Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received. Although the complaint was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. .

Event description:
It was reported that around completion of a da vinci-assisted low anterior resection surgical procedure, the nurse conducted an inspection and found that the monopolar curved scissors (mcs) tip cover accessory was missing from the mcs instrument. A post-operative computed tomography (CT) scan was performed on the patient, and the mcs tip cover accessory was found inside the patient¿s body. The surgeon performed another laparoscopic surgery to remove the tip cover successfully. The reporter indicated that there were a lot of "internal interferences with the mcs instrument during the procedure." Isi followed up with the initial reporter and obtained the following additional information: the mcs instrument and mcs tip cover accessory were inspected prior to use with no issue. The surgeon stated that during the procedure, the instrument tip appeared to be shorter than usual, and the tip cover was possibly dislodged from where it was. When started using the instrument, the mcs tip cover was tightly positioned. It fell off during use. The surgeon did not notice any issues with the functionality of the mcs instrument during the surgical procedure. The mcs tip cover accessory was not installed beyond the orange surface. Installation tool and reducer were used. The instrument wrist was straightened upon removal. The surgical staff noticed a tear on the tip cover. Another laparoscopic surgery was performed to on the same day to remove the mcs tip cover accessory from the patient's body. The laparoscopic surgery was performed successfully and had no complication.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) tip cover accessory involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the reported complaint. The tip cover was found to have tearing at the mouth where the scissor tips exit. Tears are axially aligned with the tip cover and measure approximately 0.072¿ in length. There are no signs of thermal damage present at the end of any tears.